Manufacturer narrative:
Date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter allegedly dissected into the iliac vein, causing the patient to bleed to death. Reportedly, the healthcare professional was unable to determine if the cause of death was from the catheter or how the catheter was placed. Patient reportedly expired.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: manufacturing review: a manufacturing review was not performed as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos or images were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported iliac vein dissection, bleeding, and patient death could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter allegedly dissected into the iliac vein, causing the patient to bleed to death. Reportedly, the healthcare professional was unable to determine if the cause of death was from the catheter or how the catheter was placed. Patient reportedly expired.